Manufacturer narrative:
Product event summary: analysis confirmed the reported event; touchscreen was found out of calibration. It was noted a stylus calibration didn't solved the problem. Analysis also found the latch of the cable bay was broken. It was also noted error was found in the software history. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported it was not possible to calibrate. The programmer was returned for service. There was no patient involvement.